Event description:
Related manufacturer reference number: 2017865-2022-44714. It was reported that a patient presented in-clinic for a right atrial (ra) lead explant procedure. Prior examination of the patient's right atrial lead revealed over-sensing of noise resulting in inappropriate automatic mode switch. The ra lead was explanted and replaced on (B)(6) 2022. Additionally, it was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of oversensing was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can located proximal from the suture tie impressions. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone.